Event description:
It was reported that the patient experienced an infection with "oozing behind my ear" where the lead was implanted. The patient informed the physician on several occasions. The patient's employer was a plastic surgeon who did a culture of the oozing and found it was (B)(6). The patient was hospitalized for 5 days and a physician removed the lead on "either (B)(6) 2010." Another physician removed the ins at a later date. Pt states the ins helped with the occipital nerve pain, but now "I am back to square one." The patient was looking for a new healthcare provider. The prior physician dismissed them after the ins was explanted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: lead model # 3778-75 lot # v163714020 implanted (B)(6) 2010 explanted unknown; lead model # 3778-75 lot # v523755023 implanted (B)(6) 2010 explanted unknown; recharger model # 37752 lot # nka141748n; programmer model # 37743 lot # nke149116n.